Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported via sales representative that a "revolve that had failed during surgery." During surgery the physician and sales representative "noticed it look like the revolve was not taking a long time to fill up, and then [the physician] noticed that a layer of fat was in the waste cannister. At this point we could not figure out why the fat was not accumulating in the revolve, we did a check to make sure something was not set up incorrectly. Everything was connected correctly." Surgery was completed with a back-up device. Healthcare professional additionally reported "the case was prolonged. Fat that should/could have been harvested in the revolve ended up in the waste canister and was unable to be used. Thus, the fat yield for injection was substantially lowered. Additionally, the patient recovered poorly in the pacu and required transfer to a nearby, where [they were] worked up in the ed and admitted. The poor recovery could potentially correlate to the additional time spent by the patient under general anesthesia." Healthcare professional reported patient was admitted for "chest pain unspecified (primary diagnosis); dyspnea (shortness of breath); altered mental status." Patient "underwent no further surgical interventions. [Patient] has had supportive treatment¿IV hydration, o2 supplementation, oral and IV pain control. [Patient] underwent an extensive workup including numerous radiologic/CT/MRI scans¿still ongoing¿that has been negative for any anesthesia or surgery-related complications (i.e., no cardiac pathology, negative for an acute stroke¿confirmed both with CT and MRI, negative for pulmonary embolism, negative for pneumothorax, negative for perforated bowel). " patient "is working regularly with physical therapy and occupational therapy for left-sided weakness."

Manufacturer narrative:
The complaint related device was returned for evaluation. Based on a visual inspection, revolve device 1165719 was observed to have no holes or tears in the mesh or its seams. Also, all seams were consistent with each other. There was no visual indication as to why the fat was going to the waste part of the canister. There were no observable issues that would lead to fat going to the waste part of the canister. The revolve device 1165719 was manufactured to specification. Additional, changed and/or corrected data: b5, d3, d9, g1, h3, h6. This concludes our investigation at this time.

Event description:
This report is being submitted to present the results of the laboratory device analysis.